Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown mako patello-femoral prosthesis, unknown mako right medial femoral implant, unknown mako right medial tibial component. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right knee was revised due to pain and arthritis on lateral side of patient's right knee. Rep confirmed that there were no allegations against stryker components with respect to report of lateral arthritis, and reported that the primary implant occurred approximately 1.5 years ago.